Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. The customer stated they replaced multiple cables and the problem still occurred. There was no reported adverse patient impact. Philips evaluated the device and ECG cables and no trouble was found. The device passed all performance assurance testing and was returned to use. Based on the customer's report, we will consider this a failure where 12 lead ECG could not be acquired. Because the problem could not be recreated, the cause could not be determined.

Event description:
The customer reported unable to acquire 12 lead ECG. The customer stated they replaced multiple cables and the problem still occurred. There was no reported adverse patient impact.